Manufacturer narrative:
The device is not available- the investigation pending.

Event description:
The event involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 needleless valves, 3ml flush device, un-bonded macrodrip where the customer reported that their ICU was using this on a patient and the tube/line came unhooked from the connection. There was no patient harm as the staff were in the room and noticed the issue. The report also stated that they inquired further on location of disconnect and ICU stated that it was at the connection whether the pressure tubing meets the lad sampling ports where it should be bonded. There was patient involvement and no patient harm.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot history was reviewed and no non conformities were found that would led to the reported complain